Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (trunk connector pins bent) has been confirmed. Upon eval, the trunk cable connector pins were bent. The cause for the bent connector pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the bent connector pins. The last pt to use this belt did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4) which was returned for routine maintenance, it was discovered that the belt had bent pins in the trunk cable connector. The last pt to use this belt did not report any problems with it.